Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer loaded cold insulin into the cartridge. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 169 mg/dl.